Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the customer's issue was resolved by disconnecting at the luer lock and filling a few more units of insulin. The customer was able to see drops at the end of the tubing. The customer's blood glucose was 200 mg/dl. The customer indicated would continue to use the pump for insulin therapy.